Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the cubie drawer had failed. The customer reported that that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 5.1 and 5.2 were not detected on the bus. All connections were reconnected, and all functions returned to normal. The fse logged into hardware test application and tested the cubies and drawer. All drawer functions were normal. The system functioned as intended after the field service engineer repaired the device.